Manufacturer narrative:
(B)(4). Date sent: 1/24/2020 d4: batch # t40w5u investigation summary the analysis results of the pouch found that only the bag was received for analysis. Upon evaluation, the bag was noted to be torn at the bottom end and not at the seams. The torn portion was noted to be stretched. However, a potential cause of the torn bag is attempting to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy, while trying to retrieve the specimen through the port site, the bag ruptured. This resulted in small pieces breaking off. The pieces that were seen were retrieved. There were no patient consequences reported.